Event description:
It was reported that the ventilator failed internal leakag test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was claimed that there was excessive expiratory leakage. The claimed issue was related to internal leakage test failure during pre-use check (puc). Identification of issue has been done by analyzing problem description, service report and device's logs. There was no patient involvement. It has been decided to be reported in abundance of caution, as the initial description might have underlying causes which represent a reportable event. In the further process of complaint handling it has been identified, that the issue was solved by replacing o2 sensor. The problems such as the one described here are not safety related. The o2 sensor is mounted in a housing on the inspiratory pipe. This part is measuring device for the inspired oxygen concentration. The root cause to the reported issue has not been determined.